Event description:
Reporter states that, a couple of years ago, she had two breast implants within the same year (1979) that ruptured and were subsequently removed in 1979 and 1984 respectively. The third breast implants were placed in 1984 and were also removed in 1985 for the same reason as the first two (ruptured). She said, she had a series of complications, weight gained and in (B)(6) of 2017, she was diagnosed of advanced stage anaplastic large cell lymphoma (alcl). She said she had a double mastectomy on (B)(6)2017 and since then her life has never been the same.